Manufacturer narrative:
Due diligence was executed for this event. The event may have occurred on june 18, 2020. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, prior to a diagnostic procedure a b30 scope communication error message was observed. There was no patient involvement. However, the procedure could not be performed and had to be rescheduled to a week later. There was no adverse impact to the patient by this. The device was inspected and no damage or abnormalities were observed. The endoscope or light guide was connected to the output socket. The objective lens was not dirty. The cable was connected properly. There were no foreign objects such as detergent remnants, hard water residue, finger grease or dust on any of the electrical contacts.

Manufacturer narrative:
Device is not returned therefore an actual device evaluation is not performed. Evaluation is done by historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. As reported for this device a b30 scope communication error message was observed. Customer had inspected the device prior to the issue being found, there was no damage or abnormality. The digital light source cable was connected properly. No foreign objects were found at the electrical contacts. The customer has sent in all their endoscopes for repair, so it is likely that the device was not the cause of the b30 error message. It is also likely that the event occurred due to a temporary contact failure because the user connected the video connector to the video connector socket without drying the video connector thoroughly. If there is a contact failure, the endoscope and the video processor cannot communicate correctly and b30 is displayed. The instructions for use includes the following statements: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.